Event description:
Analyse biolab gmbh ((B)(6), austria) reported a potential false positive staphylococcus aureus (s. Aureus) result on the biofire joint infection (ji) panel after testing a patient sample. The customer reported that due to the biofire ji panel result, the patient underwent a repeat joint aspiration. A potential product malfunction was identified. Biofire has requested further information from the customer and is currently investigating this event. Similar events were recently observed in the field with false positive staphylococcus aureus on the biofire joint infection (ji) panel lots 0878825 and 0883425. A field safety corrective action (fsca) was issued in the u.s. On (B)(6) 2026 via fsca fa-twd-000074.